Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In february 2021 the estimated battery longevity was 6 years remaining. At the most recent follow up appointment the estimated battery longevity had reached end of life (eol). The device remains implanted. No adverse patient effects have been reported. New information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In february 2021 the estimated battery longevity was 6 years remaining. At the most recent follow up appointment the estimated battery longevity had reached end of life (eol). The device remains implanted. No adverse patient effects have been reported. New information was received that a revision procedure was completed. A new device was implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In february 2021 the estimated battery longevity was 6 years remaining. At the most recent follow up appointment the estimated battery longevity had reached end of life (eol). The device remains implanted. No adverse patient effects have been reported. Attempts to collect additional information regarding the device status remains unsuccessful. The physician advised that the patient moved and is no longer a patient. Device remains implanted.